Manufacturer narrative:
The 6mm x 6cm x 155cm saber rx percutaneous transluminal angioplasty (pta) balloon ruptured at fifteen atmospheres (15 atm), due the heavily calcified iliac artery target lesion. The lesion also had severe tortuosity. The saber rx was therefore replaced with a new non-cordis balloon catheter (bc) to complete the procedure. There was no reported patient injury. The saber rx was used during an endovascular treatment (evt) case for a chronic total occlusion (cto). The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped normally per the IFU (i.e. Maintain negative pressure). Initially, the saber rx was inserted with a guidewire; using a cross-over approach, and the devices crossed the lesion. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The product was not returned for analysis. A product history record (phr) review of lot 17662136 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of chronic total occlusion and a heavily calcified lesion with severe tortuosity may have contributed to the reported event, as calcification is known to damage balloon material. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 6mm x 6cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon ruptured at fifteen atmospheres (15 atm), due the heavily calcified iliac artery target lesion. The lesion also had severe tortuosity. The saber rx was therefore replaced with a new non-cordis balloon catheter (bc) to complete the procedure. There was no reported patient injury. The saber rx was used during an endovascular treatment (evt) case for a chronic total occlusion (cto). The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU and prepped normally (i.e. Maintain negative pressure). Initially, the saber rx was inserted with a guidewire, using a cross-over approach, and the devices crossed the lesion. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. There was no unusual force use at any time during the procedure. The product removed intact (in one piece) from the patient. The device will not be returned for evaluation as it was discarded by the hospital, by mistake.